Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of questionable elecsys ft3 iii results for 2 patient samples tested on a cobas e 411 immunoassay analyzer. Patient 1 initial ft3 iii result was >50 pmol/l with a repeat result of 4.04 pmol/l. Patient 2 initial ft3 iii result was >50 pmol/l with repeat results of >50 pmol/l and 3.88 pmol/l. For patient 1 the erroneous result was not released outside of the laboratory. For patient 2 the ft3 iii repeat results of >50 pmol/l and 3.88 pmol/l were released outside of the laboratory. There was no allegation of an adverse event. Qc results were acceptable. The cobas e411 serial number was (B)(4). The customer changed the pinch valve tubing and performed the liquid flow check. These actions did not resolve the issue. The customer loaded a new pack of reagent onto the analyzer. The customer performed calibration and qc testing. There have been no further issues following the loading of a new pack of reagent.

Manufacturer narrative:
No hardware or software issue could be confirmed with the data provided. The issues seems to have been resolved with switching to a new pack of reagent, but the investigation was unable to find a definitive root cause.